Event description:
Underdelivery reported. The pump was set to infuse total parenteral nutrition in 2100ml bags at 166.7ml/hr to run for 12 hours. On 01/04/99, the pump just stopped working and could not be turned back on. The pt did not report whether the pump had alarmed. The pt had been on long term therapy and had a back up pump in the home when the pump malfunctioned, the pt switched to the new back up pump. No interruption of therapy, no pt injury, no harm to the intravenous access site reported.